Event description:
It was reported that during a cholecystectomy procedure there were malformed clips. The site used a similar device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/29/2007.